Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to take specific actions involving disconnection and tightening of tubing and delivery of boluses, but occlusion alarm recurred. Blockage in cartridge was identified as the cause of occlusion; customer changed supplies as necessary and resumed insulin therapy.